Manufacturer narrative:
This event was reported from the transbronchial biopsy assisted by robot guidance in the evaluation of tumors of the lung (target) study (nct04182815). The device was not returned for evaluation. There was no allegation of device failure. The risk of pneumothorax is documented in 105-000198-01, rev e, monarch bronch risk management report. Based on the information available for this complaint, the root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
It was reported that after a monarch-assisted bronchoscopy procedure on (B)(6) 2020, the patient was observed to have a pneumothorax during post-op check-up. A chest tube was placed to treat the pneumothorax. The pneumothorax was resolved, and the patient was released on (B)(6) 2020.